Event description:
A file separated in the canal during a procedure. The pt was referred to a specialist who filled the canal with the separated peice in place without sequla. The tooth is reported as being asymptomatic and no further treatment is planned.